Manufacturer narrative:
The insulin pump had button response due to flattened act and up arrow button dome switches. Device was received with cracked display window corner, batterytube threads, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was performed. The device was returned for analysis.